Manufacturer narrative:
The reporter did not wish to return the pump at the time of the call. If the pump will be returned in the future, an investigation will be performed and a supplemental report will be submitted.

Event description:
On (B)(6) 2018, a reporter contacted animas stating that the patient had passed away on (B)(6) 2018. The reporter had contacted animas in relation to a letter the patient had received from animas dated (B)(6) 2018 about the expected return of infusion sets. The reporter had spoken to the patient¿s doctor at the hospital. The doctor had stated that the patient had a high blood glucose when they were admitted, but could not provide an accurate cause of death for the patient. The reporter noted that the patient had several other health problems including congestive heart failure. The reporter was unable to perform troubleshooting on the pump at the time of the call. This complaint is being reported based on the fact that the patient passed away and the pump¿s involvement in the event by malfunction or use error is unknown at this time.